Event description:
Material#: 2426-0500 , batch number#: 23053217. It was reported by customer that 4 packaged of product 072324260500 from po (B)(6) are missing the roller clamp verbatim#: rcc received a complaint via email. Email(s) attached. 4 packaged of product 072324260500 from po (B)(6) are missing the roller clamp item#24260500, lot#23053217. Customer reply: when did you identified the issue? (Before or during use) before use please provide the address of the facility for us to ship the return label. (B)(6).

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.

Manufacturer narrative:
The customer reported missing roller clamp and returned one unused sample of material#: 2426-0500, and batch number#: 23053217. The set was visually examined for defects and abnormalities. There was no roller clamp between 2nd and 3rd smart sites, where it should be. The complaint was verified. The manufacturing site found the root cause of the missing clamp to be related to assembly procedure. The assembly concerns personnel and a fixture, the fixture was adjusted to better fit the aperture and the height for assembly. In addition, a quality alert was issued 20aug2024 to communicate and reinforce the correct procedure to personnel. Device history record review for model 2426-0500 lot number 23053217 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23may2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.